Event description:
It was reported that (1) device was used during a video assisted thoracic lobectomy surgery. It was reported by the affiliate that the er320 instrument clip would not feed into the jaw properly. Another instrument was used to complete the case. There was no consequence to the pt. The device was discarded.